Event description:
It was reported that the target lesion was located in the circumflex artery (cx) with moderate calcification. The xience pro 2.5 x 12 mm was advanced into the left main, toward the target lesion. However, resistance was encountered as the left main was calcified with 40% stenosis and it was not possible to advance the device further. The stent was attempted to be retracted, however resistance was also felt. Force was applied and the stent subsequently dislodged from the stent delivery system (sds) and remained in the left main branch. The sds was retracted and an unspecified 1.5 mm diameter balloon catheter was inserted. The balloon was used to compress the undeployed xience pro stent against the vessel wall. The balloon was then retracted and the patient transferred to another hospital for placement of a stent in the left main to further compress the dislodged stent against the vessel wall. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Force applied against resistance. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us. The product code listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted in the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.

Event description:
Subsequent to the initial report filing, additional information was provided stating that the device was a xience v stent and not a xience pro.